Event description:
It was reported that during a cardiac arrest event in a dialysis center, the customer connected their device to the patient and received a "connect electrodes" prompt. The customer believes the patient was already deceased when they were found, but was unable to confirm that. The patient did not survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio replaced the defibrillation electrodes as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further tested the defibrillation electrodes as a precaution but was unable to verify any issues related to the reported failure. The cause of the reported failure could not be determined.

Event description:
The initial MDR stated: it was reported that during a cardiac arrest event in a dialysis center, the customer connected their device to the patient and received a "connect electrodes" prompt. The customer believes the patient was already deceased when they were found, but was unable to confirm that. The patient did not survive. The customer provided the following information regarding the event at a later date: the patient was receiving dialysis when a device alarmed. A technician was there within less than one (1) minute and noted the patient was unresponsive and called for a nurse. A nurse responded within less than one (1) minute and they confirmed the patient was pulseless. The crash cart was requested, which arrived within less than one (1) minute. The device was connected with quik-combo defibrillation electrodes, but only prompted "connect electrodes". CPR was continued by the nurse until arrival of emergency medical technician's (emt's), approximately five to seven (5 to 7) minutes later. The emt's connected their device (unknown type / brand) to the patient with a new set of electrodes. One shock was advised and delivered to the patient and then CPR was continued. No additional shocks were advised and the patient was not resuscitated.

Manufacturer narrative:
The customer provided additional information regarding the event at a later date. This information was added. A clinical review was performed and it was determined that there was insufficient information to determine the impact of the device use on the outcome of the patient.